Manufacturer narrative:
Reported event: an event regarding revision due to instability & dislocation involving an unknown securfit shell was reported. Conclusions: based on the provided information, the product reported in this investigation did not contribute to the event. A review of medical records by a consulting clinician confirmed the event for dislocation and indicated that after twenty-one years in situ, some poly wear and instability with a 22 mm head is not unexpected. The reported securfit shell does not contribute to the confirmed event of head and liner dislocation. No allegations were made against the reported device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep reported a revision of left total hip due to instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a revision of left total hip due to instability.